Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds on the right ventricular lead increased three days post implant and were noted to be high. The lead was revised and remains in use. No patient complications have been reported as a result of this event.